Event description:
The patient had a staph infection and erysipelas; the location was not reported. The patient was treated with amoxicillin sulfamethoxazole/trimethoprim, rocephin, augmentin. Vancomycin, bactrim, and keflex. No surgical intervention was required. The outcome of the event was reported as "ongoing". The subject was still having occasional skin irritation, but was not receiving any medication to treat the event as of 2009.